Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Subsequently, the device and rv lead were replaced. The explanted device was returned for analysis however the rv lead was only partially removed and no portion of the lead was returned. It was reported at the replacement that rv lead insulation issues were observed, as it appeared the insulation had separated from the internal wires, at the proximal end of the shocking coil. Replacement was with another boston scientific system and resulting adverse effects resulted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has exhibited rising shock impedance measurements. Boston scientific's technical services (ts) was contacted for troubleshooting recommendations. Data was reviewed which confirmed a gradual rise of shock impedances since implant. Device history was indicative of a previously administered synchronous shock which did decrease impedance from 125 to 93 ohms. Ts suggested an x-ray when the patient returns for their next office visit; specifically to look for lead tip calcification. Additionally, the physician should perform a maximum energy shock to ensure system integrity. To date, no system changes have been performed and no resulting adverse patient effects have been reported.